Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material deformation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided and analysis of the returned device, a definitive cause for the reported material deformation could not be determined; however, factors that could contribute to material deformation include, but are not limited to, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with anatomy or accessory devices. In this case, it is possible that inadvertent mishandling during sheath/stylet removal or during preparation of the device may have contributed to the reported material deformation; however, this cannot be confirmed. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6: health effect - impact code 4656 removed.

Event description:
Subsequent to the initial report being filed, the account confirmed that the stent was stretched with lifted and bent struts. The stent was not broken. Return device analysis found the stent delivery system (sds) was returned with dried blood on the proximal end of the balloon. There was dried contrast on the stent, in the balloon folds and on the exterior of the device. The account is unaware how the blood and contrast came to be on the device. There was no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that prior to use the stent struts of the 10x19mm omnilink balloon expanding stent (bes) were noted to be broken. The bes was not used in the procedure. Another 10x19mm omnilink bes was used to continue the procedure. There was no patient involvement and no clinically significant delay reported in the procedure. No additional information was provided.